Event description:
It was reported that the patient underwent a surgical procedure to re-implant this inflatable penile prosthesis (ipp) due to an infection. The ipp cylinder, pump, and reservoir was explanted at an unknown date and a new ipp cylinder, pump, and reservoir was implanted on (B)(6) 2021.